Event description:
During an idet procedure the surgeon inserted the catheter and it kept slipping. The catheter was removed and another position was tried and the catheter began to kink and proceeded to knot itself and could not be untied. Consulted with another surgeon in how to untie the knot but to no avail. When retrieving, the tip of the catheter broke off inside the patient. The case was finished leaving the knotted portion of the catheter still inside the patient, which is completely contained in the disc. The surgeon indicated that the patient is doing extremely well and has no ill effects from the procedure and/or the piece of the catheter that still resides in the disc.